Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec45a device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr45w cartridge reload was loaded in the device. The cartridge reload was received fully fired and with tissue and ligation clips between cartridge deck and anvil, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The clips were removed and completed final firing stroke to return knife to home position and opened device using release button.

Event description:
It was reported that during the appendectomy procedure, the stapler is stuck on the appendix. The surgeon reports firing device 4 times; however, the device will not open. Csa walked through manual release, but the or manager reports that the handle will not fire plastic to plastic. The stroke counter indicator is reported to be at 2. Csa read this indicated the knife is in the middle of the jaws, so it is up to the physician's discretion how to proceed. The or manager reports they will resect above and below the device. The device was requested to be retained for analysis. There were no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec45a device was returned in good visual condition and with one ecr45w cartridge reload present. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The manual switch worked as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4) = at the time of this submission, the device has not been returned for analysis and is being retained by the account. An onsite analysis has been requested, however at this time permission has not been granted.